Event description:
User facility reported an incident on 3/17/99. Ms16a with terumo 10ml syringe with 15 mg diamorphine and 15mg midazolam, infusion set to run at 2mm/hr over 24 hrs. The infusion completely discharged within three hrs. Pt was an 82 year old terminally ill female pt. Rptr asked to investigate by procurator fiscal - examination showed that the rate was set at 20 instead of 02. However, upon insertion of the battery, the sounder starts as expected but this continued to sound until the start button was pressed.